Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number, or sample was provided. Per the study, an iliac branched device provides a totally endovascular option to preserve the internal iliac artery in selected aortoiliac and isolated cia aneurysms.

Event description:
Received an study titled "the role of branched endografts in preserving internal iliac arteries." The study was to evaluate the treatment algorithm and early results with the use of an iliac branched device to preserve the internal iliac artery in the treatment of aortoiliac and solitary common iliac artery aneurysms. From september 2004 on, all patients with aorto-iliac aneurysms with a suitable proximal neck or common iliac artery (cia) aneurysms were evaluated. Per the study adverse events occurred of iliac artery rupture, pulmonary infection, occlusion and endoleak.